Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to bubble/void on rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the perfusion device injects chemotherapy drugs into the bladder through a three chambered foley catheter and there is leak in one chamber.